Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The device was not returned, however, the event was confirmed through a review of the medical records by a clinical consultant. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: procedure-related factors: - cup malposition in retroversion and medialization. Patient-related factors - posterior acetabular wall bone defect after acetabular fracture. Device-related factors: - none. Diagnosis: - cup malposition in retroversion and medialization, probably triggered by a posterior acetabular wall bone defect after acetabular fracture has contributed to an overload condition in the arthroplasty resulting in a ceramic femoral head fracture after 3½-years requiring revision. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that cup malposition in retroversion and medialization, probably triggered by a posterior acetabular wall bone defect after acetabular fracture has contributed to an overload condition in the arthroplasty resulting in a ceramic femoral head fracture after 3½-years requiring revision. Device was not returned.

Event description:
The patient reported directly: in spring 2014 I had a hip replacement done. This was deemed a success until three weeks or so ago when I felt severe pain in the hip region and contacted my doctor immediately. X-rays caused some concern as there seemed to be a failure in the head of the replacement, and another operation has since been carried out to rectify the problems. Update: 22-jan-18: cup malposition in retroversion and medialization, probably triggered by a posterior acetabular wall bone defect after acetabular fracture has contributed to an overload condition in the arthroplasty resulting in a ceramic femoral head fracture after 3½-years.